Event description:
The patient reported charging and communication issues between the implant and the external equipment. It was reported that electrocautery was used during a previous lead revision procedure in 2005. The surgeon decided to explant the system. The device labelling states that monopolar electrcautery should not be used as it may cause permanent damage to the implant.